Event description:
Pharmacist reports that the luer adaptor detached from the syringe. No pt impact.

Manufacturer narrative:
H.3.,6.: evaluation: the complaint sample was not returned for evaluation. All syringes are visually inspected and batch record review revealed that there were no loose luer lok adaptors noted for this batch during inspection. Retention samples were tested and were functional.